Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, an unspecified number of an unspecified bd pen needle, the needle were clogged. The following information was provided by the initial reporter: consumer reported several pen needles that would not complete the flow check

Event description:
It was reported that during use, an unspecified number of an unspecified bd pen needle, the needle were clogged. The following information was provided by the initial reporter: consumer reported several pen needles that would not complete the flow check.

Manufacturer narrative:
H.6. Investigation summary: customer returned a total of 8 used 8mm, 31 gauge pen needles, originally provided alongside samples from (B)(4). No lot identification was provided. 7 of the 8 pen needles were observed to have bent cannulas on the patient side of the pen needles. The cannulas are bent both towards the base of the cannula and towards the middle, indicating that they may have become caught on the needle shield during reshielding. The samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the pen needles. No clogs were found with the remaining pen needles. No DHR review can be carried out as lot number is unknown. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.